Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml via an implantable pump. The company representative reported that they got a text from the healthcare provider stating they could not find the refill port to fill a pump. The healthcare provider did imaging and the pa view as she described shows the catheter pump connector coming off the left side of the pump in a counter clockwise rotation. It was discussed if true ap view this would confirm the pump is flipped. Additional information received on 19-jun-2024 reported that the patient¿s pump was flipped but the healthcare provider was able to flip it back to access it and fill the pump with 40ml. The patient had no discrepancies in refills prior. The patient was going in for surgical consult for a prophylactic pocket revision before the catheter gets damaged.